Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer called looking to get replacement brakes due to the brakes do not engage.